Event description:
I received report from (B)(6) at patient's dialysis unit that after starting the idpn the injection port on the zyno tubing administration set came loose and began shooting out blood at which point the pump was promptly stopped. The injection port was never used or accessed. They then opened a different package and it was missing the luer lock connector at the end of the tubing, it was just an open tube. They opened a third package and it worked to administer idpn. Zyno medical set (B)(4), lot 17035394, exp 03/04/2020. Tubing set was discarded by the rn at the unit.